Manufacturer narrative:
The user facility indicated that they were unsure of the source of the reported leak. A steris field service technician arrived onsite, inspected the unit, and was unable to identify any issue with the unit. The technician ran test cycles, ensured the seal was inflating properly, and confirmed the lid latch assembly was operating according to specification. No repairs were performed by the technician and no issues were noted. The source and cause of the reported leak remains unknown. No additional issues have been reported.

Event description:
The user facility reported a water leak in the room where their system 1e is located. No report of injury or procedural delay or cancellation.